Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device. The visual assessment found that the tip of the attachment was bent not allowing the burr to be inserted. Therefore the reported condition was duplicated and confirmed. The assignable root cause was determined to be improper handling. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during a neuro surgical procedure the "burrs would not insert" into the attachment device. The reporter indicated that "the end/lumen where the drill bit is put in, is not round; it is flattened". There were no delays to the planned surgical procedure as a spare identical device was available for use. No patient harm, adverse outcome or injury was alleged. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.